Event description:
It was reported that the patient presented to the clinic due to an acute rise in pacing lead impedance and capture thresholds within the last two months. The patient experienced extreme discomfort when the device paced. Evidence of intermittent oversensing of noise was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.